Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". Confirmed by ultrasound. Patient stated that the surgeon said that it looks like the homogenic structure of the device (side unknown) doesn't look the way it normally should in the scan. Device remains implanted. This relates to the left side.